Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blockage at site event on (B)(6) 2024. The blood glucose level found to be high and the patient took correction injection via mdi no further information available.